Manufacturer narrative:
No missing segments or partial display, dim or blinking or flashing display anomaly, vibrating anomaly or reset anomaly noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. The electronic assembly and motor had moisture damage. Device had cracked keypad overlay at the select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display and physical damage. Blood glucose value was 120 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.